Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue, clip entrapment requiring clip deployment and additional clip deployment for stability. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade 4. One clip was implanted successfully. A second clip delivery system (cds) was advanced to the mitral valve. During the attempt to place the clip, flail got stuck on the grippers and the grippers would not lower even after trouble shooting. As the clip remained stuck and could not be released without damage it was decided to grasp the leaflets (by closing the clip) with no gripper action as this was the safest option. The clip was deployed and remained on both leaflets despite no gripper actuation. It was decided to implant a third clip to ensure stability and further reduce mr. Three clips implanted reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated, the entrapment of device resulting in difficult to open or close the clip appears to be related to user technique/procedural circumstances. Foreign body in patient was result of entrapment of device during procedure. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Lastly, the additional therapy/ non-surgical treatment was result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.